Event description:
It was reported that an ilet user experienced hyperglycemia with a cgm value of 318 mg/dl without symptoms, and troubleshooting of insulin delivery was performed, including verification of infusion site condition, tubing connection, and successful priming with drops observed, with no device alerts or alarms. Symptoms included no clinical manifestations reported. Outcomes included return of glucose to range later the same day. Investigation included user-guided troubleshooting of the infusion set and pump delivery pathway. Investigation of this case revealed no device malfunction detected and no alarm activity, with user education provided on potential contributors such as stress. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.